Event description:
"Qs" notified fresenius medical care "dsd" of this pt event. The reported event was a venous bloodline disconnect from a tesio catheter at the start of the treatment. Blood loss reported as 250cc. No venous pressure alarms sounded after the disconnection. The rn reported that the event occurred from not properly making the connection". There were no adverse affects with the pt and the incident, according to the information provided. Two units of blood were given. Do not know if transfusion related directly to the event. "Qs" called rn who stated she could locate the bloodline package and lot number. Also pt was given blood as a result of the blood loss and event. Pt was stable following event. Actual sample was discarded as treatment took place at hosp.